Manufacturer narrative:
Medwatch sent to the FDA on 09/12/2016. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. The device appeared to be bluish in color. Yellow discoloration was observed on the valve. A valve test was performed and there was no obstruction or resistance to flow. During the test, brown particles were observed to pass through the valve. A leak test was performed and leakage was observed in both the shell of the device and the valve. Microscopic analysis noted three striated openings, consistent with the removal of the device. Approximately five non-penetrating nicks were observed on the shell of the device. The reported events are physiological complications and analysis of the device generally does not assist apollo in determining a probable cause for these events. Device labeling addresses the events as follows: precautions: the physiological response of the patient to the presence of orbera may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Antiemetics, antispasmodic, and anticholinergic drugs may be prescribed to lessen the early placement symptoms such as nausea, vomiting, and abdominal pain. Patients will need to immediately contact their physician for any severe or unusual symptoms. Placement of the balloon within the stomach produces an expected and predictable reaction characterized most commonly by a feeling of heaviness in the abdomen, nausea and vomiting, gastroesophageal reflux, belching, esophagitis, heartburn, diarrhea and, at times, abdominal, back or epigastric pain and cramping. Food digestion may be slowed during this adjustment period. These symptoms can be treated with antiemetic, antispasmodic, and anticholinergic medications. Typically the stomach acclimates to the presence of the device within the first 2 weeks. In order to prevent or ameliorate the symptoms most frequently experienced during the adjustment period, it is recommended that the physician use proton pump inhibitors (ppis), antiemetics, antispasmodics, and anticholinergic medications prophylactically (before orbera placement). Patients should be advised to immediately contact their physician for any unusually severe or worsening symptoms. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications: possible complications of the use of orbera include: insufficient or no weight loss. Gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain, either steady or cyclic. Gastroesophageal reflux. Influence on digestion of food.

Event description:
Reported as: a patient with the orbera intragastric balloon had "reflux." Additional information reported: one week post operative, patient called nurse practitioner and complained of pain in the stomach when lying in bed. One month post operative, patient complained of nausea and cramps despite trying carafate. Patient had the device removed at 13 weeks due to intolerance. "This has not been a good experience. In addition to not losing any weight, I am having digestion issues that are not pleasant."